Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use an endeavor resolute rx coronary drug eluting stent to treat a lesion located in the left anterior descending artery (lad). It was reported that contrast shown indicated a stent fracture.

Manufacturer narrative:
The device was not inspected prior to use. The lesion was not pre-dilated. No resistance was noted while advancing the device to the lesion. Excessive force was not used. The stent was implanted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis summary: an image from the short movie shows the stent deployed in vivo. There appears to be separation of the wire segments in the mid stent region . There is no evidence of a strut break suggestive of a fracture. A contrast image shows location of the wire separation in the stent. There is no evidence of a stent fracture sill image review: an image shows the lesion in the lad as reported by the account. Images show the lesion in the lad and in the lcx. There were no images showing the deployment of the complaint device. There were no images suggesting a stent strut fracture. Correction to e: initial reporter phone number. If information is provided in the future, a supplemental report will be issued.